Manufacturer narrative:
Correction to reflect adverse event because there were no device allegations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The hcp reported that the cause of the ins working some but not as expected was that they had zero pain relief. It was stated that the ins was explanted and disposed on (B)(6) 2018. It was mentioned that the ins was replaced with another manufacturer's device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device never worked as the patient (pt) hoped it would. Pt stated the ins worked some but not as pt expected. Pt stated she had the trial period and thought maybe pt should've tried harder during the trial period. Pt stated she no longer had the device implanted. Pt stated the device wasn't the right fit for the pt. Pt stated the pt had another companies device implanted. The pt inquired what to do with the equipment they had and it was reviewed to check with their hcp in case they could use the equipment or the pt could donate the equipment. No further complications were reported.